Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had a cracked reservoir compartment and pieces of the insulin pump had broken off. The customer's blood glucose level was 136 mg/dl. The customer stated the reservoir was not able to be positioned correctly. Standard troubleshooting was performed. The customer stated the damage occurred from the insulin pump bumping into things. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product was returned. Nothing further was reported.